Manufacturer narrative:
Results of a device eval will be filed in supplemental report when sample is received.

Event description:
Several days after insertion, medicine leaked out from the conjunction of proximal tube and oval disc when flushing.